Event description:
It was reported by provider that the reset button keeps popping out when he plugs the irc5p power chair into different outlets and will never turn on. The provider states the unit has 2017.7 hours on the unit. He also states the unit is a rental. No additional information is available per the provider.